Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient's current battery voltage is 3.01 (this doesn't make sense unless usage is much less than reported) 450pw60hz1.1 volts700 ohms est6/per day90 months est. Longevity. Note there was not product or therapy issue reported. Technical services made comment about battery voltage not making sense since the settings rep gave should have depleted the battery more. Call is being flagged for sr review as it is unclear why the battery voltage level is still at 3.01v even though ins has been implanted for 6 years and, per patient, they use it frequently. Caller mentioned they called in last year for it and was told ins should last about a year. Caller confirmed all electrode impedances were normal. Additional information was received from the manufacturer representative (rep) reporting that the cause of the current battery voltage of 3.01 being inconsistent with implant length and usage was unknown. The rep stated that they were monitoring it. No other actions were taken as the rep indicated there was no malfunction. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Rep reported that replaced this patient and will be sending the device back for evaluation.

Manufacturer narrative:
Concomitant medical products: product ID 977c190 lot# serial# (B)(4). Implanted: (B)(6) 2016. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10. Product ID# 97702 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.